Event description:
It has been reported to philips that the touch screen is not calibrating and upon further investigation, it was noticed that the screen was damaged. No patient or user harm. The device was not in clinical use.